Event description:
Patient had an artificial urinary sphincter placed last year for post prostatectomy urinary incontinence. The device began not working properly recently and the patient was experiencing discomfort. Cystoscopy showed erosion through the urethral wall of the cuff. The device was removed.